Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 413 mg/dl at the time of incident. Customer¿s current blood glucose was 88 mg/dl. The customer was assisted with troubleshooting. Customer states that the drive support cap appears normal, no leaks and air bubbles, no bent cannula. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will not be return for analysis.